Event description:
The event occurred on an unspecified date and involved a primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104",14255-28" where the customer reporter reported that the device leaked during patient infusion. An IV chemotherapy (taxol) infusion was in progress and after 30 minutes of infusion, the customer noticed that the medication was leaking through the air intake on the tube of the solution. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from the air intake could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. D1 - primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104.